Event description:
It was reported that during implant procedure right ventricular (rv) lead was attempted, but unable to sense. Lead was replaced and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).